Event description:
The customer states that a second patient generated an initially positive architect toxo-g result and upon repeat testing yielded negative results in duplicate. No adverse outcomes were reported for this issue.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. Please note: a second occurrence of the issue was reported after the apparent resolution of the first incident. The second occurrence will be investigated and a final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). On (B)(6) 2009 the customer reported they had experienced a lack of reproducibility with toxo igg results on axsym plus (B)(4). The customer performed the fluidics check on the axsym plus and it passed. The complaint documentation notes the axsym plus analyzer is working well, and the erratic results issue may have been caused by a sample integrity issue. The local service and support organization documented in the complaint text the axsym analyzer is not a probable cause for the erratic results generation on (B)(6) 2009 and (B)(6) 2009. The local service and support organization documented the most likely cause of the erratic results generation is sample integrity issues at the customer site, even though the customer stated they are processing and running samples per instructions. The axsym system operation manual contains adequate information on the probable causes and corrective actions for discrepant results. The corrective actions include ensuring samples are free of bubbles, fibrin, red blood cells and particulate matter. The toxo igg package insert was found to contain adequate information on specimen collection and preparation. The package inserts note under sample collection and preparation for analysis all specimens should be inspected and should be free of bubbles, fibrin, red blood cells or other particulate matter. A review of complaint records did not identify any adverse trends due to toxo igg assay discrepant results generation. The most probable cause of the discrepant toxo igg results on (B)(6) 2009 was sample integrity issues. The actual cause of the suspect patient results could not be determined with the information available. This is the final report.